Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the controller¿s charging port emitted a burnt or smoky odor when it is plugged to the charger. It was reported that the controller still works, however it is no longer able to charge. The patient's father tried multiple chargers and outlets, including the supplied cable and a phone charger, without success. The controller charging port appeared burnt. The patient is from (B)(6) but was on holiday (B)(6) when the incident occurred.